Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump shut off without warning a week prior and the patient experienced elevated blood glucose (bg) over 600 mg/dl with headache, dizziness, lethargy, and nausea. A specific date for the alleged bg excursion was not provided. The reporter denied physical damage to the pump, and confirmed that the battery cap was recently replaced. The patient's elevated bg was reportedly treated with correction injections and the patient resumed insulin pump therapy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history shows no activity outside of normal use. No power on resets were observed in the black box history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was one "replace battery" noted in history. The battery cap was not returned with the pump. There was no damage or moisture noted to the battery compartment. A test battery cap was used for testing purposes. The pump powered up with no issues and the "ez-prime" steps were successfully performed. The pump was tested for 24 hours with no reboots or alarms noted. A "replace battery" alarm was induced and the pump gave the appropriate visible and audible alert. The pump was opened and no issues were found with the pcb or flex. No moisture ingress was noted inside the unit. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.